Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to small r-waves and low shock impedance measurements. No additional adverse patient effects were reported.